Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped and replaced with a competitor system on 29-jan-2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Multiple inappropriate detections and shocks were reported due to noise. There was no visible trend in pacing impedances prior to the episodes. The patient will be scheduled for a revision procedure. The lead remains implanted at this time.